Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched alarm was caused by a failed lower auxiliary switch. The lower auxiliary was replaced.

Event description:
It was reported that a device was unable to recognize a closed door during preventative maintenance testing. There was no patient involvement.